Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (25 mg at 3.8/day) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. It was reported that the patient was not getting pain relief; the event date was unknown by the reporter. The pump was read and believed to be okay by the reporter. A dye study was attempted. The patient was taken to surgery and the physician attempted to remove the catheter. The physician was unable to completely remove the catheter (a portion of the spinal segment was removed). The spinal segment of the catheter was replaced. The issue was resolved. The patient status was reported as "alive-no injury". The date and results of the dye study, what the catheter issue was and the cause of the catheter issue were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-oct-09. It was reported that the patient had ¿multiple problems¿ in five years. It was stated that the catheter kept clogging and that the patient had three catheters in five years (refer to manufacturer reports #3007566237-2012-00536 and #3007566237-2011-05528). It was stated that the manufacturer should have all this information because a manufacturer's representative was present at their surgeries. It was noted that the patient had a total blockage in their lumbar spine and their lumbar spine was fused and that no dye would circulate for a myelogram. No further complications were reported or anticipated.